Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently failed self-test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full defib functionality testing including manual (B)(4) self-tests without duplicating the reported malfunction. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. It is noteworthy to mention the multi-function cable and electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reporability requirements.

Event description:
Complainant alleged that during functional testing on a simulator, the device failed self-test complainant indicated that there was no patient involvement in the reported malfunction.